Event description:
As surgeon was inserting screw, the tip of the drivers sheared off. No pieces remain in patient.

Manufacturer narrative:
One (1) modified closed polyaxial driver (product code: 6983-36-889, lot number: gm4125001) was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the driver tip was broken and was subsequently submitted for fracture analysis. The results from fracture analysis state that the fractured surface on the modified closed polyaxial screw driver reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload failure. This suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended around the cannulation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver tip breakage cannot be determined from the sample and information available. The results of the fracture analysis performed on tip have determined that a probable root cause is torsional overload due to the driver appearing to undergo quasi-static torsional shear failure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.